Event description:
It was reported to manufacturer by the pt's treating neurologist that one of their vns pt's died at home in their sleep. The pt had most of their seizures nocturnally. Their death was unwitnessed. Their vns products were not explanted at the time of death; therefore, will not be returned for product analysis. There was no autopsy performed at the time of death. Death reported from death certificate as chronic seizure disorder. Sudep cannot be ruled out based on the circumstances surrounding the pt's death. The pt's death was reported to not be vns related. No device malfunction suspected. The pt's seizure medication levels were within expected ranges. Since being implanted with the vns they had a 25% reduction in their seizures and averaged 2-3 generalized seizures a month.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient had died due to unknown causes. Underlying cause of death was unknown, however sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of probable sudep. There is no allegation or other information indicating that the death is related to vns.

Manufacturer narrative:
Date received by manufacturer, corrected data: the g4 received date was inadvertently not provided in follow-up report #01. The received date for follow-up report #01 was 03/02/2016.